Event description:
It was reported that the patient left hip was being revised for impingement between the stem and the cup.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown size 50mm tritanium cup. Additional information has been requested and if received, will be provided in the supplemental report.